Event description:
For over a year, the nurse has been experiencing rash, peeling, and redness on hands after using latex gloves. She works as an rn in a tuberculosis clinic. She reported the allergy to her employer on 4/2/99. She is now unable to work in her clinical setting, pending evaluation from the workman's compensation physician.